Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced an alert 38 for consecutive stalled motor without a meal announcement, observed hyperglycemia around 300 mg/dl, and later noted a bent adapter needle, a punctured cartridge cap, and a prior overnight tubing disconnection; the user had connected the adapter to the cartridge outside the pump and subsequently changed to new supplies, after which the system functioned and a dry run to 120 units proceeded without issue. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a missed dose and a delay to therapy without hospitalization. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed a motor stall alert consistent with failure to infuse and improper connection practices, with the implicated device component identified as the motor assembly, while user technique with the adapter connection was addressed as a communications problem and corrected. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. The user received education on proper in-pump adapter connection to prevent damage or leakage.